Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that their stimulation quit working about 4 days ago. Caller stated that they don't feel any vibration or anything. Caller noted they found the "battery" and the handset and charged both, but the handset come on and said it had 0 charge. Caller stated the handset came up with a message that their device has been depleted with the service code 302. Agent had caller connect to the implant. Caller saw the message "neurostimulator battery empty, service code: 302." Agent attempted to explain battery end of service; caller stated the battery is not implanted in them and is currently charging. Caller was under the impression that the communicator was the battery. Agent review device components and end of service. Caller stated the battery barely lasted a year. Caller added they only adjusted their settings once the whole time they've had this implanted. Caller stated they knew right away when the stimulator stopped working because the gabapentin and tramadol only do a little bit, and unless they're standing firmly on their feet to block the nerve impulses, they have pain up the outside of their thigh and into their knee. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the leads and implant was the manufacturer's product. The cause of eos was not determined. Patient stated it was checked 2 times on the phone with the manufacturer and again in the healthcare provider (hcp) office also by the manufacturer. Patient to have surgery again. Additional information was received from the patient stating their battery had reached end of service and it stopped working. They had surgery to remove their old battery, and had another implanted which lasted one year and two weeks. They have another surgery scheduled.